Event description:
The customer reported a control panel error. The fe confirmed the system could not boot up due to the error. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service representative performed an investigation. The ps1 power supply was evaluated and replaced. The system was tested and found to be working as intended and returned to service.